Manufacturer narrative:
(B)(4).

Event description:
The customer's daughter stated they received questionable high results from coaguchek xs meter serial number (B)(4). The customer was not feeling well with a bad cold and was tested with a result of 4.5 inr. The test was repeated two minutes later using the same finger and same puncture as it was still bleeding. The result was 3.1 inr and was reported. There was no change in the coumadin dose. On (B)(6) 2018, the customer was feeling better and was tested with results of 5.4 inr and 5.4 inr. A new finger was used for the second test. On (B)(6) 2018, the customer went to doctor be drawn for a laboratory test. The laboratory result was not provided. The customer's daughter tested her for comparison and the result was 5.0 inr using a new bottle of strips. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic or polycythemic, had no direct thrombin, no heparin therapy, no antiphospholipid antibodies, no lupus, no new medications, the customer was not eating as much, and had no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The vial of strips used in original comparison was no longer available. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.6 inr, donor 2 inr: 2.6 inr. Donor 1 hct: 44%, donor 2 hct: 54%. Testing results: donor 1: retention meter with master lot strips: 2.6 inr, customer meter with master lot strips: 2.6 inr. Donor 2: retention meter with master lot strips: 2.6 inr , customer meter with master lot strips: 2.5 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. Relevant retention test strips (lot 247896-23) were tested. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. The investigation was unable to find a definitive root cause. A potential cause was the same finger being used for both tests in the original comparison. This practice is known to potentially affect test results.